Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was by the bathroom sink while the customer was showering. Also, it was noted that the customer lives in a very humid environment. There was a delay in clearing the alarm; however, insulin delivery was resumed. The customer reported a blood glucose (bg) level of 155 mg/dl and it was addressed with a bolus. However, the customer also reported a bg level of 37 mg/dl from earlier in the morning and it was addressed by the customer eating watermelon/cookies. It was unknown what the cause of the low bg was. As the customer's bg level was in target range at the time of the call, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.